Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a no. 5 tooth extraction with placement of an implant in the osteotomy site. An unknown time post-op, the patient reported sensitivity to pressure. The implant failed to intergrate and was explanted approximately three months later. The area was regrafted.